Manufacturer narrative:
Additional information: the below products were used in the surgery. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant was not touched with anything and cleaning was performed and the operation was completed.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : lumbar spinal canal stenosis it was reported that the patient underwent tlif surgery. Post-op, wound infection occurred. Antibiotics were completely ineffective, (B)(6) infection occurred. It was reported that (B)(6) infection was confirmed from cavum nasi. Patient underwent revision surgery due to wound infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.